Manufacturer narrative:
The device has not been returned for evaluation as it is being returned to (B)(4). Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure will be performed on an unknown date as the rod may have a fixation issue. The patient was seen by the surgeon due to increasing back pain following lengthening treatments.